Manufacturer narrative:
Age and weight: unknown. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Initial reporter telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Clinical code 4581 is provided for incision enlargement. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic was identified as missing after being implanted. The intraocular lens (iol) was removed and replaced with another lens of the same model. The incision was enlarged. The trailing haptic could not be found after a thorough search of the eye, the lens, and the injector.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: feb 6, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed that the lens was returned cut in half with a missing detached haptic. The missing detached haptic was found in the handpiece lens module after handpiece disassembly. No additional lens defects were observed after cleaning the lens. No handpiece defects or assembly issues were observed before and after disassembling the handpiece for evaluation. The haptic width and haptic thickness of the intact haptic was measured and passed within specifications. The customer provided movie was reviewed and the lens was observed inserted into the eye with a detached haptic. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.